Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for hyperglycemia on (B)(6) 2020 with blood glucose level of 500 mg/dl. The customer was treated with insulin drip and insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. They reported other events such as nausea, vomiting, difficulty in breathing and vision issues. They did not allege that the insulin pump was under delivering. The reservoir area was cracked. The device will be returned for analysis.